Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.2, h.2, h.6.

Event description:
Patient reported left side deflation. Healthcare professional noted "observation of a hole in the valve around the valve area ." Device has been explanted and replaced.

Event description:
Healthcare professional noted "observation of a hole in the valve around the valve area ." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6)2021 with lot number 2139317. Analysis of the returned device identified: delamination valve and creases flat leak test and microscopic analysis was performed which identified: white particles inner device, opening crack and delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.